Manufacturer narrative:
Concomitant medical product(s): product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving infumorph (25 mg/ml at 7.989 mg/day) via an implantable infusion pump. The indication for use was noted to be malignant pain. It was reported that the patient's pump went empty on (B)(6) 2019 and the patient went to the emergency room (ER) because the pump was alarming. No interrogation was done at that time. The patient was admitted to the hospital due to withdrawal symptoms. The pump was interrogated on (B)(6) 2019 when they confirmed an empty reservoir. The patient was supposed to find a new doctor to manage her pump but she had not done so prior to the pump running empty. The pump was filled with saline in the hospital and was programmed to 0.9mg/ml at 0.5mg/day with a flow rate of 0.55ml/day. The previous flow rate was 0.319ml/day. A bridge bolus was not performed so the catheter and internal pump tubing still contained infumorph. The programming change resulted in a dose/day change from 7.989mg/day to 13.75mg/day. At the time of the call 0.378ml had been delivered. The caller was going to follow up with the hospital doctor to discuss the programming. The patient had been taking oral fentanyl but had run out, she also had a pca pump. It was noted that the patient thought she had more time before she needed a refill. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-oct-29. It was reported that the patient was transferred to a different hospital on (B)(6) 2019. A motor stall occurred on (B)(6) 2019 at 17:51 and recovered on (B)(6) 2019 at 15:59. It recovered approximately 4 minutes after interrogation. At the time of the report, the hcp was planning on filling the pump with drug and trying to use it due to the patient's advanced illness. He was made aware that the pump may continue to stall. No further complications were reported.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on 2019-oct-23. It was reported that the issue was temporarily resolved as the pump was filled with enough saline to run until (B)(6) 2019. The hcp was made aware that the patient would get an infumorph dose before the saline because there was still drug in the tubing and catheter. He indicated that the patient was well and had experienced no ill effects from her pump restarting. The hcp was trying to get a hold of a pump center to have the patient transferred but he had not had any success yet. The patient's weight was unknown. No further complications were reported.